Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The customer identified four possible lot numbers (plots): 6011283 (expiry date 06/01/2027, MFR date 06/01/2022). 6032905 (expiry date 06/01/2027, MFR date 07/01/2022). 5989721 (expiry date 05/01/2027, MFR date 07/01/2022). 5988044 (expiry date 05/01/2027, MFR date 06/01/2022).

Event description:
The event involved a 41 cm (16") pur bifuse clear/yellow add-on set w/microclave®, dry spike adapter, 10 units. The customer reported that the tubing tip broke inside the tubing during the connection of the tubing to the chemotherapy tree of the device. The device chemotherapy tree was reported to be too rigid. The broken tip was removed from the tubing via kocher pliers and the tubing was changed. No pump issues were noted. There was a delay in therapy of a few minutes to remove the broken tip with kocher pliers then change the tubing. The drug in use at the time of event is unknown. There was no human harm/adverse event, no blood loss, no need for medical intervention and no unprotected chemo exposure as a result of this reported event.